Event description:
It was reported that the atrial lead had elevated thresholds. The parameters on the lead were reprogrammed and it remains in use. It was noted that the patient is taking part in the adapt response study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.